Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had multiple episodes of non-sustained rv oversensing causing pacing inhibition. Review of the printouts revealed that the oversensed signals may be myopotentials. Patient presented for a further follow-up and isometric testing. Noise was not reproducible and could not be determined. A chest x-ray was performed and was normal. The lfa filter was turned off and the patient condition was fine.